Event description:
Customer reported her sensors are not sticking. Customer's blood glucose was 164 mg/dl. She stated that part of the needle from the last sensor is still inside, but the sensor fell off her body. Two other sensors came off with the serter. Customer was advised to hold the serter down against her skin for at least thirty seconds. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected three opened and used enlite sensors and found two of the three sensor needles were bent at the sensor's base. Remaining sensor found with no needle. Unable to confirm adhesive anomaly due to three sensors being returned opened and used.